Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy effluent which occurred a day prior to the peritonitis diagnosis. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin (intraperitoneal, ongoing for 26 days) and cefepime (intraperitoneal, discontinued after 5 days) for peritonitis and was also retrained on the proper aseptic technique. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.